Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for right ventricular (rv) lead replacement procedure. It was noted that the rv lead exhibited high pacing impedance. The rv lead was explanted and replaced. The patient was stable.